Event description:
During a drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was a non-calcified, 75% stenotic lesion in a non-tortuous left anterior descending artery (lad). The lesion was predilated with an unknown size voyager balloon. After predilation the physician successfully deployed a taxus express2 3.0 x 24 mm drug eluting stent at 11 atms. Upon deflation the balloon stayed inflated for 40 seconds prior to progress. After the balloon was fully deflated the physician encountered resistance retracting the balloon from the stent. The physician successfully removed the balloon by inflating and deflating the balloon a second time. No patient injuries or complications were reported. The procedure was successfully completed by post-dilating the taxus stent with an unknown size quantum maverick balloon. Patient status is reported as "satisfactory/good."